Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. The pathologist from the customer site has confirmed that this was an antibody interference issue. Heterophile antibodies are a known interferent per the ctni testpak IFU.

Event description:
The customer reported two false positive troponin results on the same patient on the stratus cs when compared to a non-siemens lab analyzer. There was no report of injury due to this event.